Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote alert was received due to zero impedance measurements for the right atrial (ra) and right ventricular (rv) channels. In addition, a device battery estimate showed reduced longevity value of 2.8 years. It was noted that the patient recently had shoulder surgery, which was thought to be correlated with the low measurements. Follow-up with the clinic indicated that a subsequent device check was done, and all measurements had returned to normal. The issue was confirmed to be due to interference during the patient's surgery. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.